Event description:
It was reported that during a routine follow-up, the left ventricular lead exhibited increased threshold. The lead was repositioned successfully. There were no adverse consequences for the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).